Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp unit and was unable to duplicate the reported issue. The stm used a system trainer and pressure simulator to test the unit and both produced correct waveforms. However, the stm recommended that the customer change the pressure cable. All functional and safety checks were performed and passed per factory specifications, and the unit was released to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had "no arterial waveform" produced. It was later reported that the unit had no pressure waveform. The circumstance of the event is unknown, and it is also unknown if there was patient involvement. However, there was no adverse event reported.